Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
A 3500a form reported a lead fracture, along with patient codes for pain and anxiety. It was also reported that during the attempt to remove the lead, the stylet could not be placed in the lead due to the fracture. The lead was later laser extracted. It was also noted that the lead was repositioned in 2009 and placed deeper inside the pocket, and that the lead was not properly in contact, mainly with the proximal port. The lead was explanted and replaced. No patient complications have been reported as a result of this event.